Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user did not specify whether or not an electrosurgical unit was used. The instructions for use states, "with electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." The instructions for use states, "fully retract and extend snare to confirm smooth operation of device. If using an acusnare, slide adjustable marker, located in handle, to establish a reference point indicating full retraction of snare into sheath and to set up reference points for establishing thickness of tissue being excised." The instructions for use states, "advance device, in small increments, until endoscopically viewed exiting endoscope." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy, the physician used two (2) cook acusnare polypectomy snares. The snares did not cut properly. There is deformation between the handlebar and cable. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Event description:
During a polypectomy, the physician used two (2) cook acusnare polypectomy snares. The snares did not cut properly. There is deformation between the handlebar and cable. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The snare was returned with the snare head advanced outside the distal end of the sheath. When the handle was manipulated, the snare head would not retract back into the sheath. During handle manipulation, the snare head advanced, but would not retract. When the snare head was advanced outside the sheath, the snare head was misshaped. The snare head did not form a uniform duck bill. When the snare head was advanced outside the sheath, the snare wire was slightly bent above where the duck bill is normally formed. This created two (2) bends in the snare wire. One (1) that is made to create the duck bill shape, and one (1) that was bent during use; thus creating a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. Further, when the snare head was retracted into the sheath, the additional bend in the snare wire prevented the snare head from full retraction. Additionally, during a visual inspection, there was a kink in the drive wire at 13 mm from the base of the handle. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill shape with one (1) bend in the distal end of the wire. The snare head smoothly advances and retracted when manipulating the handle. When the snare head was fully retracted inside the sheath, the distance from the distal end of the snare wire to the distal end of the sheath did not meet specification. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found during the evaluation that the snare wire cannula that is soldered to the snare wire was not in the correct location per specification. The position of this cannula could have contributed to the snare head becoming misshaped during use. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the investigation determined that the devices did not meet manufacturing specifications. During the manufacturing process for the forming wire, the cannula was not placed at the correct location prior to being soldered to the forming wire. Additionally, the snare wire was the incorrect distance from the distal end of the sheath when the device a fully retracted and did not meet manufacturing specifications. A corrective action has been initiated to reduce occurrences for snare head retraction difficulties for asdb devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.